Event description:
On 7/24/97, the facility notified the MFR (MFR) that the device was explanted due to the pt having a problem with the device (specific problem was not indicated). The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: the device septum showed normal usage with no internal damage. The device polyurethane catheter appears to have been cut flush with the bayonet lock by a sharp instrument such as a blade. This unit was patent and did not leak when pressurized with air and fluid. The device functioned as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. The device functioned as intended during the MFR's analysis of the device; therefore; based on the info available and the results of the MFR's analysis of the device, the report that "the pt was having problems with the device" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.